Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of inconsistent telemetry and attributed it to the radiofrequency connector on the link electronic module (lem) board and the board was therefore replaced and calibrated to resolve. It was additionally noted that the supply fan was noisy and the power cord bay assembly was damaged. Both were replaced to resolve. The device passed all final functional and systems tests. (B)(4).

Event description:
It was reported that the programmer had inconsistent telemetry, even after replacing the radio frequency (rf) programmer head. The programmer has been returned for repair. There was no patient involvement.